Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed; however, the exact cause is unknown. Three photographs of a guidewire and one photograph of a product label were returned for evaluation. An initial visual observation of the first three photographs showed a guidewire with a knot at the distal end. The guidewire coils were observed to be spaced further apart at the location of the knot. The guidewire was observed to have been inserted in an introducer needle. Blood residue was observed on the guidewire at the location of the knot. An initial visual observation of the fourth photograph showed a product label with the corresponding batch number (reku1649). There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the guide wire became knotted inside the patient's vein. Neither the patient nor the user were affected. No additional medical intervention was necessary.